Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast disorder ("she had breast issue") and pelvic pain ("still have all of the same pain/I still have all of the same pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, breast disorder and pelvic pain outcome was unknown. The reporter considered breast disorder, medical device removal and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event " she had breast issue" was added. Reporter information was added. The (B)(4) were found to be duplicate to case (B)(4), all information including event, reporters, reference numbers and source document was transferred from deletion cases case to (B)(4). The event 'I still have all of the same pain/ still have all of the same pain' was added from both deletion case to this current retention case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast disorder female ("she had breast issue"), pelvic pain ("still have all of the same pain/I still have all of the same pain"), thyroid disorder ("thyroid problems"), anxiety ("anxiety") and alopecia ("still hairs coming out "). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, breast disorder female, pelvic pain, thyroid disorder and anxiety outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, anxiety, breast disorder female, medical device removal, pelvic pain and thyroid disorder to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: reporter and event were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast disorder female ("she had breast issue"), pelvic pain ("still have all of the same pain/I still have all of the same pain"), thyroid disorder ("thyroid problems") and anxiety ("anxiety"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, breast disorder female, pelvic pain, thyroid disorder and anxiety outcome was unknown. The reporter considered anxiety, breast disorder female, medical device removal, pelvic pain and thyroid disorder to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : f/up 2 and 3 processed together. Event thyroid problems added. On 23-mar-2020: social media content received event anxiety and new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.